Manufacturer narrative:
(B)(6).

Event description:
Film review analysis: review of the x-ray's from 1 year post-implant showed that a talent bifurcate had been relined with a talent converter through the right/ipsi limb of the bifurcate. The ipsilateral limb was extended by an aneurx limb into the right iliac artery. The aortic body of the bifurcate/converter was angulated approximately 65deg (to the right); relative to the proximal talent ipsi limb. The un-docked contra stub is seen extended laterally-left; in line with the aortic body. A talent occluder was also visible in the left side. Significant stent graft od compression was seen in the distal aneurx limb; the outer diameter of the last ring was reduced down from 28mm to 17mm. No stent graft fractures, kinks, or any other issues were observed. Review of the x-rays from three years post implant showed essentially the same stent graft configuration as the previous 1 year study. The aortic body of the bifurcate/converter was angulated approximately 65 degree to the right; relative to the proximal talent ipsi limb (similar to earlier study). The un-docked contra stub extended laterally-left. Again, significant stent graft od compression was seen in the distal aneurx limb; the outer diameter of the last ring was reduced down from 27mm to 18mm. No stent graft or connecting bar fractures, kinks, or any other issues were observed.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 13 cm x 19 cm abdominal aortic aneurysm. Aneurysm and vessel morphology were reported as mild vessel tortuosity, no mural thrombus in the sac, the aaa was entirely blood-filled and the aortic neck had a 90 degree angle to the right. It was reported that the patient presented with back pain. Talent bifurcated stent graft was implanted, however, during implant the angulation kept guiding the wires/catheters over to the right, making cannulation of the gate difficult. Multiple approaches were tried, however when these attempts were unsuccessful, the physician decided to use a talent converter and occluder inserted from the right side, and in addition, a 20x20x115 talent limb was extended into the right iliac. It was reported that during the patient¿s routine follow up x-ray scan, the stent graft appears fractured with a component extending laterally to the left. No additional information is available.

Manufacturer narrative:
Method: film. Results, conclusion: aortic neck greater than 60 degree.